Event description:
It was reported that a patient presented to clinic for an implant procedure on (B)(6) 2022. During the procedure, the right ventricular (rv) lead was unable to be implanted. The patient condition was unknown.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.